Manufacturer narrative:
No evaluation was completed as the device has not been returned. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that during a carotid procedure, the surgeon had trouble identifying the nerve. It was reported that the nim was not working. He did some trouble shooting and set the nim back up, and he still could not locate the nerve.